Manufacturer narrative:
The investigation determined that discordant, reactive vitros anti-hbc (ahbc) results were obtained when a samples from multiple patients were tested using vitros ahbc lot: 2880 on a vitros 3600 immunodiagnostic system. The results were discordant when compared to previous and current results for the same patients. A definitive cause of the event was not established. The true ahbc status of the patients was not determined. Vitros ahbc current results were discordant when compared to previous results for the patients, however, as the previous results were from december 2024 and december 2007 it is possible that the patients were exposed to the virus in the timeframe between their initial test results and these current test results, and comparison to previous results cannot determine the true status of the patients. Additionally, no confirmatory testing was conducted to determine the true ahbc status of the patients. Vitros hbsag and vitros ahbs results were provided for each patient, however these are not sufficient to draw a conclusion regarding the patient status without confirmatory testing of the patients ahbc status. Historical vitros ahbc quality control results were acceptable leading up to the initial event and throughout the investigation, indicating that neither the vitors ahbc reagent lot: 2880, nor the vitros 3600 system malfunctioned.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report discordant, reactive vitros anti-hbc (ahbc) results were obtained when a samples from multiple patients were tested using vitros ahbc lots: 2870 and 2880 on a vitros 3600 immunodiagnostic system. The results were discordant when compared to previous and current results for the same patients. Patient 3 results of 0.96 (positive), 0.96 (positive) versus the expected result of negative. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. It was requested from the customer but not provided if the discordant, reactive vitros ahbc results were reported from the laboratory. There has been no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers: (B)(4).